Manufacturer narrative:
As per the merz safety physician, this case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, the device was assessed as possibly causing or contributing to the event. The device history record review for the reported lot was conducted. No non-conformances were discovered that would have contributed to this event.

Event description:
A physician reported that a female patient received radiesse+ injections to her bilateral nasal labial folds (nlf) and mental crease on (B)(6)-2015. Medical history and concomitant medications were not reported. On an unknown date, the patient received radiesse+ injections to her bilateral nasal labial folds and mental crease by the physician. Following injection, the patient had some product migration to her lower lip. The physician removed the lump from the lip utilizing the inside approach, buccal side. Pathology was performed and showed radiesse+. Following removal, the patient had a little dimple that has been bothering her. Follow-up was received from the nurse administrator on 21-sep-2015. On (B)(6)-2015, a (B)(6) old female received 1.5 cc of radiesse+ to her bilateral nlf and mental crease following mixing with 0.3cc of lidocaine. On (B)(6)-2015, the patient was seen in the office for a different treatment (not a filler). The lump was reported at that time. It had been "bothering" the patient due to its visibility and also, she could feel it. On (B)(6)-2015, a punch biopsy was performed and sent to the lab. The area was sutured. On (B)(6)-2015, the sutures were removed and the patient complained of pain during the removal. On (B)(6)-2015, the patient was seen in the office and there was dimpling at that time. At the time of this report, the dimpling remained with no further documentation of any treatment. Follow-up was obtained from the physician on (B)(6)-2015. The removal of the lump was considered medically necessary due to the patient's discomfort. At the time of this report, it was unknown if the dimple would be permanent as the patient was undergoing treatment with a fractional co2 resurfacing laser. The physician felt the dimple was an impairment. Follow-up was obtained on 12-nov-2015 from the nurse administrator. No further information will be forthcoming regarding this patient as the physician was out of the office for an undetermined length of time. The reporter was unaware of whether the patient was continuing to undergo laser treatments or regarding the status of the dimple.